Event description:
It was reported to philips that the device experienced a self-check failure. There was no patient involvement.

Manufacturer narrative:
No fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : issue resolved by customer.